Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the mega suturecut needle driver instrument was not cutting then the wire snapped and was visible. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.